Manufacturer narrative:
Zimmer biomet (B)(4). An unknown biomet screw and osseotite® implant 3.75 x 15mm (oss315). And unknown biomet implant were returned for investigation. Visual inspection of the as returned products, identified worn markings, due to usage. And a fracture on the collar. One implant has a unknown biomet screw fractured inside. Device history record (DHR) review could not be performed, as the lot numbers associated with the reported unknown biomet screw and unknown biomet implant products are not available. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown biomet screw and unknown biomet implant. Based on the available information, device malfunction did occur. And the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
During visual inspection, a screw fragment was identified in one of the implant's drive feature.